Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine check the system 98 intra-aortic balloon pump (iabp) is displaying error ¿electrical test fails #58 (power-up vent test failed). No patient involvement.